Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. The device was reprogrammed. The device remains implanted.